Manufacturer narrative:
Concomitant product: 5076-58 lead, implanted: (B)(6) 2010.

Event description:
It was reported that after a device changeout procedure, the svc coil was impedance was noted to be high out of range. The svc coil was programmed off and defibrillation threshold testing was performed. Subsequently, a few days later, the pacing impedance was noted to be high. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.